Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 4.9 cm in diameter abdominal aortic aneurysm. Proximal neck was 24-26mm in diameter and 30 mm in length. Right and left iliac arteries were 17 mm in diameter. Right femoral was 13 mm in diameter and the left femoral was 14 mm in diameter. It was reported that during final angiography, a type IV endoleak was discovered. The leak type was a blush that came from the main body, near the flow divider. The patient was being monitored by the physician. Two weeks later it was reported that the endoleak has resolved. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).